Event description:
When using the medtronic apollo onyx microcatheter 105-5095-000, lot b558628, the catheter filter deployed prior to reaching its targeted destination. The detachable tip portion of the catheter detached from the catheter early.